Manufacturer narrative:
Event is now considered an adverse event and a product problem. This was updated from the previous report. If information is provided in the future, a supplemental report will be issued.

Event description:
.

Manufacturer narrative:
Concomitant medical products: product ID 97702, serial# (B)(4), implanted: (B)(6) 2016, product type implantable neurostimulator. Month and date valid only. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that nothing had been done to resolve the device not connecting and not getting stimulation. They did not know the circumstances that led to the issues, but they mentioned they had two stimulators: one for their left arm and the other for their legs. They stated it was still not working since (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 97702, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-sep-13 from the patient that noted they were experiencing poor communication. They first stated the programmer (pp) screen was blank and then it was noted that the programmer was not connecting to ins. The patient continued to stated "it" was not working. Patient services attempted to clarify several times and they stated pp was not connecting to the ins, and they were not feeling stimulation and the patient was not getting pain relief. The patient the device was located on the right side was the device that was not working. The patient stated the device was charged but the device was not working. The patient stated they had changed the pp batteries but that had not resolved the issue. The patient stated their doctor told the manufacturing company and their device was still not working. They stated someone came to look at their device but device was still not working. They stated they were not sure why the directed the patient to patient services. It was reviewed that patient services would attempt to send a replacement part but if issue does not resolved they will need to follow up with their doctor. The patient noted they were not feeling stimulation or getting pain relief. They stated their device had not been working in may. They stated the patient got no pain relief in their legs at all and they were screaming and cramping. The patient stated the pain was worse and they felt like they were reenacting the injury, which was what they had the device for. They stated that they felt like they did not have the implant. The indication for use is non-malignant pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) was not working. No patient symptoms were reported and there were no complications. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that, regarding the report of the device not working, there had been no changes, but "they" added another "meo-stimulator." The patient stated no steps had been taken to resolve the issue, no changes on their part led to the issue, and the issue had not been resolved. The patient stated the simulator for their left arm is on all the time. No further complications were reported or anticipated.